Event description:
Customer woke up feeling ill at 2:30am and tested blood glucose with a result of 103mg/dl. Paramedics were called and they received a result of 84mg/dl. The customer was taken to the hosp where they were given a saline IV. At 3:45am their blood glucose was taken again and the result was 91mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.